Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose after an occlusion alert and subsequently used a meal announcement to attempt correction, which the agent advised is improper use and can cause ilet maladaptation and future glucose variability. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with guidance that a factory reset could be required due to algorithm maladaptation. Investigation included telephone-based assessment and coaching on correct feature use and device learning behavior. Investigation of this case revealed user-induced algorithm maladaptation from inappropriate use of the meal announcement feature following an occlusion, with no new device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error leading to algorithm maladaptation.